Event description:
Per the clinic, open circuits were noted on 4 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient experienced poor sound quality and pain with the device use. It was also reported that the device had migrated slightly. Subsequently, the device was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.